Manufacturer narrative:
The reported product has been returned and is currenlty undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports "visable fire" from their abbott diabetes care device. The customer further detailed that their device, "fired before it got to his arm." No further details were provided. There was no report of smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.